Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : (B)(4) parts were manufactured per specification and all raw materials met specification. No parts were scrapped from lot 3536663. One non-conformance found associated with lot 3536663. Nc-009682 is associated with lot 3536663. This is a planned nc to add a second associate visual inspection step at laser for all products lasered on lasr0007. This nc has no impact on product.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune to treat severe degenerative joint disease with varus alignment. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat aseptic loosening with tibial tray collapse. Upon entering the joint, the surgeon identified extensive synovitis and performed a complete synovectomy. The femoral component showed signs of early loosening with erosion of the soft tissue femoral membrane, and was revised. The tibial tray was grossly loosed and delaminated at the cement to implant interface. The patella was retained. There was no reported product problem with the explanted insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2013. Dor: (B)(6) 2020. Left knee.